Event description:
On assisting patient to get out of bed, the pacing box was found in bed disconnected from pacing wire. On examination, connection between pacing wire and yellow connectors were not secure. Personnel unaware of change in product. The package does bare a prominent label "now with improved safety adapter" and a warning to consult instructions for use. The patient required intervention and the report states that the sample will not be returned for analysis.